Event description:
A review of service data detected a reportable problem. Upon servicing monitor sn (B)(4) the monitor was unable to power on properly. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on properly and had a code 108 and code 109 at start-up. The cause of the monitor not powering on properly and service codes was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified bu the fractured connection may hae been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The last pt to use this monitor did not report any deficiencies.